Event description:
Additional information received reported that it had resolved.

Manufacturer narrative:
Product ID 39565-65, serial# (B)(4), implanted: 2013 (B)(6); product type lead product ID 97754, serial# (B)(4); product type recharger product ID 97740, serial# (B)(4); product type programmer, patient. (B)(4).

Event description:
It was reported, the stimulator was removed due to a ¿routine¿ surgical site bacteremia infection. There was no alleged product issue. It was noted, the physician left the lead in place for easy replacement in future. They planned to allow time to heal and implant again in the future. Symptoms included fever, redness, swelling and drainage/incisional wound opening at the device pocket of the left side implant. Antibiotic treatment was necessary and the date of onset of infection was (B)(6) 2014.